Event description:
The patient was implanted with an implantable ventricular assist device (ivad). It was reported by the mgr of the mechanical assist program that the pt experienced a continuous drive line infection resistant to antibiotic therapy. Therefore, a decision was made to replace the ivad with the MFR's clinical trial lvad as compassionate use.

Manufacturer narrative:
The patient remains ongoing with the MFR's clinical trial lvad. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.